Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the suture on the implant broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. No further information was received.